Manufacturer narrative:
Pt age and gender: unknown. Event date: unknown, however it was reported the intraocular lens was implanted in 2014. Model/catalog no. The exact model and catalog number is unknown. It was reported that is a tecnis toric lens (zct). Serial number and expiry is unknown. Implant date: unknown; implanted in 2014. Explant date: unknown if lens was explanted. Mfg date: unknown. All pertinent information known to the manufacturer has been provided. Placeholder.

Event description:
It was reported that during a review of a ten site multi-center study that over the past 18 months there was a report concerning patient #6 at visit #5, and the tecnis toric lens was noted to be incorrectly placed at 28 degrees. The comment was received under slit lamp examination. An MDR was submitted for the same ten site multi-center under 964546-2015-00105 whereby the same study presented tecnis toric lens rotations. It is unclear if this MDR is part of the same population. All pertinent information available to the manufacturer has been submitted.